Manufacturer narrative:
(B)(4). Approximate age of device - 12 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported on (B)(6) 2018 that from (B)(6) to (B)(6) 2017, the patient had complications of a gastrointestinal bleed, diverticulitis, small bowel perforation with resection and wound dehiscence with (B)(6) candida wound cultures during their hospital stay. The patient was discharged to acute rehab, but presented back to the hospital with abdominal distention. No additional information was provided.